Manufacturer narrative:
The pipeline flex remains implanted in the patient. The device was not returned for analysis, therefore the complaint could not be confirmed and the event cause could not be determined from the reported information.

Event description:
Medtronic received information that a pipeline flex did not open during a procedure. The patient was undergoing treatment for an unruptured, saccular aneurysm in the right clinoid (c5) internal carotid artery (ica). At screening, the aneurysm dome measured 5.4mm and neck diameter was 5.8mm. Parent artery diameter was 4mm distal and 4.2mm proximal to the aneurysm. It was noted that a segment of the pipeline flex was initially a flattened within the anterior genu. The device was resheathed and re-deployed one time. Balloon angioplasty was attempted using two different balloons. Afterwards, complete wall apposition was achieved. There was no report of patient injury as a result of this event. The patient was discharged one day post-procedure with mrs of 1 and nihss of 0.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.